Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis but did not observe any abnormal power related events. Ventec was able to confirm that the device had previously logged alarms for patient circuit disconnect; however, the reported issue could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
It was reported to ventec that the device was rebooting by itself. It was also reported that the device was displaying a patient circuit disconnect alarm. There was patient involvement associated with the reported event; however, no additional details were provided.